Event description:
It was reported that: "the patient had to have an open endarterectomy, removal of the closure device from the right cfa with a vascular patch placement."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient had to have an open endarterectomy, removal of the closure device from the right cfa with a vascular patch placement."

Manufacturer narrative:
(B)(4)